Event description:
It was reported that the lead integrity alert was triggered due to high impedance. The lead was extracted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Performance data was collected from the device and analyzed. Analysis revealed that there were two patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2012 09:00:13 and (B)(4) 2012 09:00:11. The weekly pace lead impedance trend data show various spike increases for max ventricular pace bi impedance = 380 to 4047 ohms peak between (B)(4) 2011 and (B)(4) 2012. There were two ventricular nst (non-sustained tachycardia less than or equal to 200 ms on (B)(4) 2011 at 14:49:32 and 16:52:21. And there was one patient alert for lead failure predictor on (B)(4) 2011 16:52:23. (B)(4). The full lead was also returned in segments and analyzed. Analysis revealed that the distal conductor was fractured. It was also noted that the proximal conductor was fractured, the defibrillation conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was torn and had a cosmetic depression, and there was blood in/on the helix/lobe mechanism.